Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-01044, 01050. It was reported the pt had a low fever and pain at the lead site. Symptoms had been present for several days. The pt was examined by a physician and labs were taken. Results revealed an elevated white blood cell count. Surgical intervention was scheduled for the following day. F/u revealed the scs system was removed and discarded. It was noted an infection was confirmed at the ipg site. The pt was given IV vancomycin and admitted to the hospital for further eval. A drain was placed at the infected location. F/u further revealed the pt has been released from the hospital but continue to receive IV vancomycin for the next 3 weeks. The drain was removed and the pt is doing well.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.